Event description:
It was reported to minimed that the customer experienced pump error 82 (the hrm task did not grant motor power in reasonable time) and pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor), multiple battery failure alarms, and inability to use smartguard, indicating the pump was not functioning in a normal state. The customer also reported a loss of communication between the transmitter and the pump. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed for a loss of communication between the transmitter and the pump. Transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter. Transmitter blinked when attached to the sensor and began communicating. Troubleshooting was performed for a battery failed alarm. No damage reported to battery cap contacts or battery compartment. Customer did not receive another alarm after replacing battery. Troubleshooting was performed for a pump error. Customer was able to clear the error and pump passed displacement test. Pump did not pass additional testing or error table indicated that replacement was required. No harm requiring medical intervention was reported. No product return is required for mmt-1886.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.